Event description:
It was reported that the patient presented with "history of neck and left arm and shoulder pain since early this year. Imaging studies had shown a large extradural defect at the disk space at c6-7. This appeared to be a herniated disk extruding across the space, mainly to the left. The patient did not improve with conservative care and expectant management. The patient underwent anterior cervical discectomy and fusion (acdf) at c6-7using peek cage filled with "bmp matrix and bmp substance" and tapped into place between c6 and c7. On (B)(6) 2005, a cervical MRI indicated "an extruded disc fragment is seen on the left at the c7-t1 level extending into the left neural foramen and causing neural foraminal encroachment." On (B)(6) 2006, patient presented with "history of an anterior cervical diskectomy and fusion at c6-7 1 1/2 years prior. He did have a herniated disk seen on x-ray and left arm c7 radiculopathy on emg and clinically. He never really did well after surgery. A peek cage and bmp were used but no plate. [Patient] seems to have a good fusion on x-ray but had never really recovered well and was never able to return to work. On his final examination, an MRI scan was ordered, [patient] had a herniated disk at c7-t1 and degenerative disease." The patient underwent a revision surgery consisting of anterior cervical diskectomy c7 -t1 with removal of herniated disk and re-exploration of c6-7, anterior cervical fusion c7-t1 with cage, autogenous bone autograft with autogenous bone marrow, and anterior cervical plate fixation c7 -t1. On (B)(6) 2006 a cervical x-ray indicated "satisfactorily aligned post-surgical changes, c6 through t1. Moderate degenerative changes, c5-6." On (B)(6) 2006 a cervical CT scan indicated "there appears to be probably partial fusion of vertebral body at c6-7. Moderate narrowing of the left foramen at c6-7. Normal foramina at c7-t1 and t1-2. Moderate narrowing of the left foramen at c6-7 due to small osteophytes." On (B)(6) 2007, patient presented with "neck pain and left upper extremity pain since (B)(6) 2004, patient hurt himself lifting a pipe at work. He had pain develop in his neck and left upper extremity with progressive numbness and tingling at the left upper extremity over the next several hours to few days. Surgery (B)(6) 2004 did not note any real improvement. The patient was then operated on a second time (B)(6) 2006 at level at c7-t1. Since then he has had worse pain in his left arm. He states that he actually could not move his left arm after the second surgery, but it eventually came back. He still has weakness with his intrinsic muscles in the left arm, and there are visible fasciculations. Today he has refractory pain and stiffness; it is a scapular pain and shoulder pain with pain that increases with flexion. He also has persistent numbness and tingling and loss of sensation in the left arm. The sensation loss was in digits 3 and 4 in the left upper extremity. There is no bowel or bladder instability. He is better with rest and worse with any kind of activity. He describes the pain as a deep, dull pain that is sometimes sharp and constant, waxing and waning". On (B)(6) 2007 patient underwent em. The findings were interpreted as consistent with "age indeterminate radiculopathy effecting the c6 and c7 myotomes bilaterally." On (B)(6) 2007, patient returned for follow up. Patient had a "multi-level fusion with a redo in his cervical spine and he had persistent pain and stiffness afterward. He presents today neurologically stable. Still has quite a bit of pain, which escalates from time to time, but for the most part he seems to be doing fairly well." On (B)(6) 2008 patient seen for follow up. "Range of motion has improved quite nicely, but he still getting headaches and he is still getting some neck pain episodically." On (B)(6) 2008 patient seen for follow up. He has had "no relief with his injection. His range of motion is better with osteopathic manual therapy, but his pain still recurs. It waxes and wanes." On (B)(6) 2008 patient seen for follow up. Patient has "no improvement with the trigger point injections and I am not even going to complete the series that we ordered because it is just not efficacious. He has had improvement of range of motion significantly with manipulation; however, he still has persistent pain over the spinous process on the operative side at c6-c7 and c7-t1. He gets radicular pain down his arm shooting towards the triceps and had positive emg findings in tile pronator teres and neck. This is positional type of symptomatology, but it is sharp, shooting, electric type pain that goes down the arm." On (B)(6) 2008 a cervical CT indicated "disc space narrowing and discogenic spurring noted at c5-6, this is unchanged since (B)(6) 2006. There is foraminal narrowing noted on the left at c6-7 greater than c5-6.no definite herniated disc is evident." On (B)(6) 2009, a CT of the cervical spine indicated "intervertebral body fusions c6-7 and c7-t1 with anterior vertebral body fusion plate at c7-t1, mild loss of intervertebral disc height c5-6, similar to (B)(6) 2008 with moderate left-sided c5-6 foraminal narrowing secondary to bone spur. This is only slightly progressed compared to (B)(6) 2008. There is bilateral bony foraminal narrowing secondary to spur formation at c6-7, severe on the left and moderate on the right. This has progressed bilaterally compared to the (B)(6) 2008 exam. There is mild spinal stenosis acquired in nature at this level as well, essentially unchanged." On (B)(6) 2009, the patient presented with complaints of "neck and arm pain following a work injury and underwent cervical spine surgery at c7/t1. The patient failed to improve and ultimately underwent acdf at c6-7. Again the patient failed to gain substantial improvement. CT scan demonstrated apparent pseudoarthrosis at both c6/7 and c7/t1. An MRI demonstrated transitional syndrome at c5/6, which appeared similar ton radiographs of significant degenerative changes at this level. He's had prior operations but continued to have pain and dysfunction in the left arm." The patient underwent revision surgery to treat pseudoarthrosis c5-7 and c6-t1, transition syndrome c5-6 with hnp, cervicalgia, and upper extremity radiculopathy. The revision surgery consisted of acdf c5-t1. Per the operative notes, "upon removal of plate at c7/t1 it was noted that there was a small amount of paste that appeared to be bone paste, at this level that clearly did not develop solid fusion. The surgeon burred away the interbody cage as much as possible. There were several tiny pieces of the peek cage that were retained. The patient seemed to be moving all 4 extremities without difficulty. The patient was then brought to the recovery room in stable condition." On (B)(6) 2010 a cervical CT indicated "normal alignment of the cervical vertebral bodies following c5 through t1 fusion, no evidence of displaced fusion hardware, no evidence of a cervical soft disc herniation, there is osteophytic foraminal narrowing on the left at the c5-6 and c6-7 levels." On (B)(6) 2011 a cervical MRI indicated "at c3-4, there is mild degenerative posterior disc bulge. The exit foramina are patent. At c 4-5, there is minimal broad based posterior spurring. Exit foramina are slightly narrowed, but patent. At c5-6, there is mild broad based posterior spurring. Exit foramina are slightly narrowed bilaterally. At c6-7, there is minimal broad based posterior spurring and mild foraminal narrowing bilaterally. At c7-t1, discspace shows left paracentral and foraminal spur. Exit foramina are narrowed, left greater than right. No cord compression is seen."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: herniated cervical disk c6-7. The patient underwent following procedures: anterior cervical discectomy with removal of osteophytes and anterior cervical fusion utilizing peak cage and rhbmp-2/acs. As per operative notes, "the posterior ligament itself was not breached by the disk material, but was quite thickened where the disk created a pocket between the ligament and the annulus. We searched down into the neural foramen on both sides with small angled curettes and then a 7x14x14 peak cage was selected and filled with rhbmp-2/acs and tapped into place between c6 and c7. X-ray proved this to be excellently aligned with some over-distraction. ¿ the patient presented with following post-op diagnosis: herniated cervical disk c6-7 with osteophyte. No intra-operative complications were reported.